Event description:
Complainant alleged that the medics were attempting to monitor a female pt in her 80's with the device in manual mode, but it took three attempts to turn the key switch before it changed to manual mode. The complainant indicated that they rec'd a "manual mode confirmation" on the device screen the first time they turned the key, but not on subsequent key turns. In addition, the complainant reported that the medic rec'd a "lead off" error message in all leads. The medic was able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect as a result of the reported malfunction.